Manufacturer narrative:
(B)(4).

Event description:
It was reported that the associated implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the episode and discussed the presence of aflutter with occasional double counting or farfield r-wave oversensing on the right atrial (ra) lead. Ts discussed programming options. Subsequent information was received that the device delivered inappropriate anti-tachycardia pacing (atp) for a rhythm suspected to be supraventricular tachycardia (svt) or a dual tachycardia. Some atrial undersensing was observed upon review of the stored episode. The atp accelerated the ventricular rate. Subsequent atp therapy was delivered and further accelerated the ventricular rate. Several shocks were then delivered, however, were unsuccessful in converting the rhythm and tachycardia therapy was exhausted. Review of device memory also noted signals on the atrial channel that were consistent with oversensing related to the respiratory rate trend feature (rrt). Ts reviewed the stored episodes and discussed the signal on the ra channel could be related to potential electromagnetic interference (emi) or a potential connection or set screw issue and recommended further evaluation and the option of programming rrt off. Ra impedance measurements were noted to be stable and within normal limits. Ts also recommended further evaluation of the patient rhythm to determine if it was svt versus ventricular tachycardia (vt) versus a dual tachycardia. Subsequently, this ra lead was explanted and replaced with a different model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the associated implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the episode and discussed the presence of aflutter with occasional double counting or farfield r-wave oversensing on the right atrial (ra) lead. Ts discussed programming options. Subsequent information was received that the device delivered inappropriate anti-tachycardia pacing (atp) for a rhythm suspected to be supraventricular tachycardia (svt) or a dual tachycardia. Some atrial undersensing was observed upon review of the stored episode. The atp accelerated the ventricular rate. Subsequent atp therapy was delivered and further accelerated the ventricular rate. Several shocks were then delivered, however, were unsuccessful in converting the rhythm and tachycardia therapy was exhausted. Review of device memory also noted signals on the atrial channel that were consistent with oversensing related to the respiratory rate trend feature (rrt). Ts reviewed the stored episodes and discussed the signal on the ra channel could be related to potential electromagnetic interference (emi) or a potential connection or set screw issue and recommended further evaluation and the option of programming rrt off. Ra impedance measurements were noted to be stable and within normal limits. Ts also recommended further evaluation of the patient rhythm to determine if it was svt versus ventricular tachycardia (vt) versus a dual tachycardia. Subsequently, this ra lead was explanted and replaced with a different model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.